Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphedema is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphedema.

Event description:
Patient reported "brain fog, joint pain, tingling, fatigue, "swelling under breast when doing crunches", feeling sluggish, "can't focus", lymphatic drainage, and gained 10 pounds" against left device. The device remains implanted.